Manufacturer narrative:
The investigation for the reported issue has been completed. The data logs were returned and confirm a high motor current pump stop at the end of the case. The product was returned and a large purge gap could be seen indicating bearing wear. The root cause of the pump stop was determined to be bearing wear due to overuse. The pump stop occurred on day twelve which is four days over the eight day design life of the impella cp optical per design trace matrix 0046-9910. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported the impella pump stopped working without prior indication. The device was explanted, and the procedural outcome is unknown.